Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the patient¿s outcome could not be conclusively determined through this evaluation. The patient¿s outcome was not considered to be device related. Additionally, the device reportedly operated as intended. It was reported that the pump will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the instruction for use (IFU), ¿introduction,¿ lists potential adverse events, including stroke, bleeding, infection and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists neurologic dysfunction as potential late postimplant complications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with facial drooling, speech slurring and left sided weakness. A stroke code was activated upon arrival to the emergency department (ed). Computed tomography angiography (cta) stroke imaging showed blunting of the proximal m2 segment of the right middle cerebral artery suggesting focal occlusion/embolic phenomena. The patient subsequently underwent cerebral angiogram and thrombectomy. An hour following procedure, the patient developed headache and emesis for which a repeat CT demonstrated likely diffuse acute sub-arachnoid hemorrhage (sah). An external ventricular drain (evd) was placed on (B)(6) 2023 and later removed on (B)(6) 2023. The patient's neurological status significantly declined after the cerebrovascular accidents (cvas) and acute illness. After goals of care discussions with family, the patient was made do not resuscitate and discharged home on hospice on passed away on (B)(6) 2023.